Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D10: device available for evaluation- additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional.

Event description:
It was reported that signal loss over one hour occurred on transmitter with serial number (B)(6).. However, transmitter with serial number 8jr5yn was returned for evaluation. An external/exterior visual inspection was performed and passed. Voltage check was performed and failed due to 0 vdc. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. The reported event of signal loss over one hour is reportable because an investigation cannot be performed. No injury or medical intervention was reported.